Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model and power was implanted into the patient's left eye (os) on an unknown date. Reportedly excessive vault was observed. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B1-adverse event b2-required intervention to prevent permanent impairment/damage (devices) b5-the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.0/1.5/071 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was removed due to excessive vault. On the same day different surgery a replacement lens of shorter length lens was implanted and this resolved the problem. Cause reported as device. D6a- (B)(6) 2022. D6b- (B)(6) 2022. Claim# (B)(4).